Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as damage to the top and bottom cover and cuts on the silastic overmold. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were attempted, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
Correction: section h.6. The external visual inspection revealed that the array was severed prior to receipt as well as damage to the top and bottom cover and cuts on the silastic overmold. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode and intermittent lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed silver migration across and between some of the electrical components. The device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as damage to the top and bottom cover and cuts on the silastic overmold. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode and intermittent lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.